Manufacturer narrative:
The sample was returned for evaluation. Visual inspection of the sample revealed no damage. The thumb valve was tested and no leaks could be detected. The reported event could not be reproduced, and therefore the complaint is not confirmed. No root cause could be determined. All information reasonably known as of 06 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 19 apr 2021, all three reported events involved the same patient. Patient weights 860 grams. The patient was not injured and there was no need for any medical treatment. The patient did experience oxygen desaturation. After conventional suction was performed, the patient stabilized.

Manufacturer narrative:
The device history record for lot 30078439 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation and the investigation remains in progress at this time. All information reasonably known as of 12 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the third of three reports. Refer to 8030647-2021-00008 for the first report. Refer to 8030647-2021-00009 for the second report. It was reported that during flushing of the closed suction catheter, the physiological serum was not removed by the suction catheter, and instead fell back into the endotracheal tube. The nurse performed suction with an open catheter instead. No further information has been provided.